Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported that they had not yet been successful to connect to their ins. They see: device not responding on their handset. Pt said they think they have been trying to use it for a half hour and they have removed their bandage. Recommended pt check with their doctor about bandage removal. Worked with pt to plug the communicator into ac power and pt reported the battery light was orange again. Reviewed the communicator battery has only 30 minutes of use and recommended allowing it to get charged back up (overnight), try again and call back if they need further support. Also reviewed the potential for bandages and swelling to interfere with communication. On (B)(6) 2021 they reported a problem with their permanent device. It was shocking them in the leg and the handheld device was not communicating with their implant so they could not adjust it. The following day they reported that their stimulator malfunctioned yesterday. The patient was just sitting in a chair and all a sudden they were getting stimulating down to their toe. It started stimulating where they felt the stimulation and couldn't connect with the handset. It took them over 30 minutes to connect. When it did conn ect it started stimulating more until it was painful. Patient said they pressed the down to decrease the stimulation and the number went down but the stimulation felt like it went up. The patient did not have any falls or accidents, and they weren't  moving when this happened. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.